Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result pain, infection, dislocation, or loosening of total joint hardware. The most likely cause of the reported event is the size of the original implanted devices.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 308-10-05, (B)(4) - large prox body +0; 308-10-25, (B)(4) - 25mm middle segment modular; 308-15-25, (B)(4) - taper locking screw 25; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-15-05, (B)(4) - eq rev locking screw; 320-15-05, (B)(4) - eq rev locking screw; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-46-13, (B)(4) - equinoxe reverse 46mm humeral const liner +2.5.

Event description:
As reported, approximately 5 weeks postop a right tsa, a (B)(6) y/o male patient¿s shoulder was revised due to dislocation. The surgeon changed out the proximal body, hrp taper locking screw, humeral adapter tray, reverse shoulder fixed angle torque defining screw and the reverse shoulder humeral liner. Patient was last known to be in stable condition following the event. Devices not returning, the patient requested them.